Event description:
It was reported since (B)(6) 2012, when the pump was first refilled, the patient had been reportedly sick with repeated infections. The first infection started in his colon. The patient was recently told he had a staph infection that got into his bones. The patient had a urinary infection at the time of this report and was put on antibiotics. It was said, the patient was ¿living on antibiotics.¿ the patient was told he could be allergic to the pump and that the pump could be reducing his immunity. The patient was to have a spinal tap to see if he was allergic to dilaudid, however, this had not been scheduled yet. The pump was used to deliver clonidine and dilaudid.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).